Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down. They found that the ups had powered off due to a power outage, which caused the cns to go down. The bme resolved the issue by restarting both the ups and the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down. They found that the ups had powered off due to a power outage, which caused the cns to go down. The bme resolved the issue by restarting both the ups and the cns. No patient harm was reported. Investigation summary: the power outage resulted in an abrupt power loss to the ups. The cns then lost power and shut down. This abrupt power loss occasionally is associated with hard drive failure. However, in this case no hard drive failure was reported. The customer was able to resolve the power issue and rebooted the cns. Service history for this serial number shows this is an isolated incident. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h4 device manufacturer date, h6 event problem and evaluation codes, h10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down for no apparent reason. However, they found that ups had powered itself off recently due to a power outage, the ups shut down and caused the the cns to go down. By the time, nihon kohden technical support (tech support) was able to call the customer back, the on call biomed had resolved the issue by restarting both the ups and the cns. The customer stated that the reported issue has been resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down for no apparent reason. However, they found that ups had powered itself off recently due to a power outage, the ups shut down and caused the the cns to go down. By the time, nihon kohden technical support (tech support) was able to call the customer back, the on call biomed had resolved the issue by restarting both the ups and the cns. The customer stated that the reported issue has been resolved. No patient harm was reported.